Manufacturer narrative:
The most probable root cause cannot be identified. There is limited device specific information provided, no batch number or product type was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via a letter from a consumer via the FDA (B)(4) regarding a female (age not provided) consumer who used a thermacare heat wrap. On (B)(6) 2023, the consumer topically applied a thermacare heat wrap at an unspecified location for an unknown indication. On (B)(6) 2023, after using the heat wrap, the consumer experienced a burn about the size of a half dollar (at least second degree, top layer of skin was completely gone) on her skin from one cell of the thermacare heat wrap. The cell directly adjacent has a small minor burn. No additional information was provided.